Manufacturer narrative:
Upon eval of the device the complaint was confirmed. The unit was visually inspected and pressurized, and a leak was observed at the thermowell. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular system corp that prior to cardiopulmonary bypass, during prime, it was noted that the shunt sensor leaked. No patient involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.